Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). It was reported that the patient experienced leaking along the device, "large lump of food in the inner tube", and a perforation in the duodenum. The device has been removed and replaced.

Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of a bezoar. Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar and duodenal perforation are known complications of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2023, the patient underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025, the patient remained hospitalized for abdominal pain status post correction for duodenal perforation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, b7, h6. Partial implant date reported as 2023.